Event description:
It was reported that someone experienced a shock from a power cord to the patient side cart that was damaged with a hole and exposed metal wires. Additional information was received from the surgical scrub tech who was involved in the event. She reported at the time of the event the patient side cart was powered on and she was clearing equipment out of the room. She began to move the patient side cart; the power cord and blue cable were wrapped together on the handle of the patient side cart. When she grabbed the handle and power cord, she saw a spark and felt a shock to her left palm, right below her thumb in the meat area of her palm. Immediately she dropped the power cord. The power cord was inspected, a hole was found in the insulation and bare metal wires could be visualized. The power was turned off to the system and unplugged. It was confirmed when the unit was plugged in it was plugged into a red power outlet. The system was taken out of service and biomed was called. The surgical scrub tech described the shock as a very painful "zap" lasting about a minute and then went away. There was not a burn, redness or a mark left on the skin. She stated she did not need to see employee health, or a physician or seek any type of medical intervention due to this event. She did not share her demographics but said she has not had any medical health issues in the past.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the power cord was warped with exposed wires; the cord was replaced. The system was tested and verified as ready for use. .